Event description:
The hospital biomedical technician reported he was performing an extended self test and noted the heated filter assembly temperature seemed elevated and the filter was overheated. The biomedical technician reported upon testing of the heated filter assembly for 10 minutes, the temperature was found high out of specification. The biomedical technician contacted manufacturer product support and was advised that there is a reed switch in the heated filter assembly that controls the temperature. Product support advised the biomedical technician to replace the heated filter assembly. Overheating of the heated filter assembly may result in damage to expiratory filter, which may result in occlusion or leak, as well as pose a risk to the clinician.

Manufacturer narrative:
Out of warranty repair done by customer.